Event description:
A customer observed falsely elevated total b-hcg results for a pt sample. The results were reported and questioned by the physician falsely elevated results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that treating the sample with heterophilic blocking tubes gave lower results than the untreated sample, suggesting the presence of a heterophilic antibody in the pt sample. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays". The root cause of the falsely elevated results is the presence of heterophilic antibodies in the pt sample.